Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the mid-section of the stent, the stent strut rows were damaged; lifted from their stent crimp positions and stretched. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed some damaged at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found a hypotube kink at 294mm distal from end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system during handling of the device. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery. After pre-dilatation was performed with a 2.0 x 20mm non-bsc balloon catheter, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite repeated attempt. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.